Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called in with autofill failure after attempting to use to arrow brand iabp catheter. There was no patient harm reported.

Manufacturer narrative:
Updated sections: b4, d8, d9, g1, g3, g6, h2, h3, h6-(type of investigation code, investigation findings code, investigation conclusion code), h11. It was reported customer called stating, the cardiosave intra-aortic balloon pump (iabp) had a autofill failure after attempting to use to arrow brand iabp catheter. The cardiosave being used continued to display "autofill failure". Customer states that they tried 2 different pumps. The adapter tubing from the arrow catheter is correct and all other connections are correct. Customer was advised to try manipulating the sheath hub and catheter while pressing the "fill" key. This did not work and the message remained. After several minutes of troubleshooting unsuccessfully, the customer decided to change the iab catheter. A sensation 40cc was inserted, but received the same "autofill failure" message with the first pump, the helium showed full. The tech checked the helium tank to make sure it was connected correctly and it was. The second pump was tried again with the same message. Tried a third pump and this time the pump made a successful autofill and they resumed pumping. There was no harm or injury to the patient reported. Both pumps will be sent to the biomed department for service. A getinge field service engineer (fse) evaluated the unit and autofill failure was confirmed after evaluating device logs. Unit showed "autofill failure" and error code 37 "fill fail shuttle purge timeout". Upon inspection, the unit showed no signs of saline contamination or corrosion. Unit was unable to complete an autofill, even while connected to a simulator. The unit failed all manifolds test and was unable to acknowledge anything plugged into the pneumatic module assembly. The fse replaced the pneumatic module assembly for precaution and the unit was able to pass the all manifolds test and completed an autofill. The fse was unable to replicate autofill failure. Device passed all performance and safety tests according to factory specifications. Unit was able to function utilizing multiple triggers and ran successfully for 90mins. Device was returned to customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part with a reported unit failure of a "autofill failure" and error code 37. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number ca204341l1 and tested the part to factory specifications per the cardiosave service manual revision r. Found that k10 and k4 solenoids are not activating. This would cause an autofill error. No root cause identified. Retaining the part in the failure analysis and testing department per procedure.